Event description:
It was reported that the patient¿s blood glucose level increased to 22.2 mmol/l (399 mg/dl) while the pod had been worn for approximately 49 to 71 hours. The patient indicated that the cannula had not been properly inserted into the leg infusion site. A correction bolus of approximately 1.0¿1.2 units was administered, but no improvement in glucose levels was observed over the following hour. Inspection through the pod window revealed that the cannula was positioned at a diagonal angle toward the edge of the window. Upon removal of the pod, blood was noted near both the cannula and the insertion site. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.